Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated that he was started renasys go towards end of (B)(6) 2020 after hernia was removed from his stomach. He reported that today the device would intermittently show continuous and then blockage full. He stated that the canister is already half full. He stated he already tried first troubleshooting step of stopping therapy and powering down the device and then plug it into the electric outlet and power it back on and resumed therapy. He reported that the device would temporarily show continuous but then it would switch back to blockage full. He confirmed he did not see anything that appears loose and that he had checked everywhere and could not see anything that is obstructing. He confirmed the device has always been in an upright position and the tubing is not bent or kinked. He stated that although the device has been intermittently displaying continuous and blockage full, he always feels the suctioning motion and that he sees drainage that is being pulled from the tubing into the canister. He tried to milk the tubing and was instructed the to perform last troubleshooting step to disconnect at quick click connector, but leave cap open on the device side, and close end of other tubing with tethered cap (soft port side). After the patient performed this final step, the blockage full alarm condition has resolved. Patient was advised that since canister is halfway full, perhaps there might be a little bit of clogging in the 0-ring and therefore the canister needs to be changed as soon as possible. No further information is available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.